Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history records (DHR) for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for this report cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valve during surgery. Additional informational information and product sample have been requested. No updates have been received at this time.

Manufacturer narrative:
Additional information device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Three opened trocar assemblies were received in a plastic bag for evaluation. The returned samples were visually inspected. One sample was found non-conforming with a cut in the septum and two samples were found non-conforming with open valves. The visual examination of the returned valves identified both a slit septum and an open septum conditions. The evaluation of the valves could not determine the root cause for the valve conditions. The exact root cause for this complaint is unknown. An internal investigation has been opened to address reports of a similar nature. (B)(4).